Event description:
Information was received indicating that this smiths medical cadd solis vip pump downstream sensor bubbled up. It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.

Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection of the device found it to have a damaged lens, and a bubbled dso seal. Device underwent functional device sensor testing; the reported custome complaint has been confirmed. It was determined that the most probabe cause of the bubbled dso seal was a result of chemical damage. While no definitive problem source to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a cause of issue related to manufacturing.